Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the returned poly liner confirms damages on the articulating surface and back side of the liner. Some of damage may have been from the removal process and or contact with the humeral stem after it disassociated. The locking features of the device are also damaged. Damage is too severe for dimensional analysis. A light witness mark is present on the anti-rotational cut slot and it could possibly happen if the liner was not suitably aligned with the stem. The stem was not returned since it still remains implanted. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Medwatch submitted by hospital to FDA is available that includes surgical notes. It was noted from the event description section in the medwatch that the patient underwent shoulder arthroplasty reverse (left) in (B)(6) 2016. No other detail from the primary surgery is provided. X ray notes from 05/05/2016 available in the medwatch notes that the x-rays shows dislocation of left shoulder reverse prosthesis with anterior position. It is also noted that the humeral component appears to be rotated anteriorly and the glenoid is well fixed. Attempts were made to reduce the shoulder in the office; however it was not possible. Revision notes are also provided in the medwatch event description section. It is noted in the revision op notes that poly was free floating outside of the prosthesis and was removed. The humeral component was tested and it was felt to be stable, in good position and no evidence of anteversion or retroversion as suggested on the x-rays. The glenosphere was also felt to be stable. It was also noted in the medwatch that the patient had no injury, no episode and not over working shoulder. Product history search revealed no additional complaints against the related part and lot combinations. The tm reverse surgical technique (97-4309-203-00) states: "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting". A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation. During surgery, the surgeon discovered the poly was no longer on the stem.